Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - b5, e1(telephone). A getinge field service engineer (fse) inspected the unit, identified an air leak and confirmed failure of the pneumatic module test. The fse replaced the pneumatic module assy (d997-00-1178). All checks were performed to meet factory specifications. The unit was then returned to the customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a leak in the alarm loop during pre-use testing. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation."

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) feedback device alarm loop leak detection. There was no patient involvement.